Manufacturer narrative:
The investigation of access site bleeding, low pump flow, and thrombus has been completed. The pump was returned for investigation. No visual abnormalities were observed on the returned product. The cannula was inspected, and a significant amount of biomaterial material was observed on the impella, which could not be removed. The pump was operated as-is, with the biomaterial material in the impella and in a bucket of water, and low pump flow was observed. The data log also confirmed a motor current spike at the end of the case, followed by low pump flow and suction alarms. The cause of the low pump flow issue was biomaterial ingestion. The root cause of the thrombus was unable to be determined due to insufficient clinical details. The cause of the access site bleeding issue was not determined without sufficient clinical information provided. B1. Product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30394. H6. Medical device problem code 1248 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30394.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella cp developed a hematoma. Additionally, low pump flow was observed and the pump was explanted. Upon explant, a clot was observed on the outflow area of the impella.